Event description:
It was reported that the physician claimed they are seeing a trend with right ventricular (rv) leads having sensing issues during implant procedures. The rv lead sensing measurements initially check out fine with the analyzer, however, a decrease is observed when checked after suturing the lead down. Upon connecting the lead to the device, the sensing measurements appear to come back up to normal/good values. No additional details could be obtained through follow-up investigation. No patient complications have been reported as a result of this event.